Event description:
The head moved suddenly when opening the burr hole to the posterior cranial fossa. Doctor continued operating after head had moved. After operation, symptom of cervical cord injury was seen in patient's arm. After operation locker arm would not lock, but before operation no abnormal motion of the arm was found. No examination of clamp, found damage hex bushing.